Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. The sensor board was forwarded to the manufacturer's quality assurance laboratory for further investigation. The board's flow sensor was confirmed to have drifted out of tolerance.